Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported their stimulation has been going off. Pt reported they have been in pain for last three days due to lack of stimulation. Pt said they thought it may be the controller, so they removed the battery pack and replaced it with aa batteries. Patient services specialist reviewed battery pack must be used to recharge implant. On the call, pt removed the aa batteries and inspected the connector pins in the compartment area and reported they looked fine. Pt inspected battery pack connectors and reported they looked fine. Pt reinserted the battery pack and reported controller battery level at 70%. Patient services specialist reviewed if stimulation was off, controller would show that on main screen; pt said they never saw that, and everything looked normal now. Patient services specialist reviewed how to see if intensity was turned down. Pt said that yesterday, they turned their settings up because they were hurting. Pt confirmed they have not experienced any falls or trauma. Pt said stimulation feels back to normal now. Pt mentioned maybe they are just hurting worse because they need this other procedure, but pt did not know whether that was related to their stimula tor or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said her therapy is turned off and she is not sure how or when therapy was turned off and she is not sure how to turn therapy on. Patient services (ps) assisted patient with turning therapy on, controller showed ins 80%, controller 100% charged. Ps reviewed device function. Patient stated her ins was low couple days ago and she has been in pain couple days ago and went to turn up the stimulations today and saw that her ins was off. Patient stated she is not sure which group she was on. Ps reviewed information.  The troubleshooting steps that were taken on the call resolved the issue.